Event description:
Caller states, the patient tested 4.7 inr on the coaguchek system and 3.6 inr on a comparison lab. No adverse event reported. Coumadin was held due to result of 4.7 inr. Requested return of suspect system, however, no strips are available for return. Comparison performed in a medical facility.